Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report thrombus. It was reported that the mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to <1. On (B)(6) 2018, the patient was re-hospitalized for decompensation. Echocardiogram noted mr increased to 3 and thrombus was observed at the lateral tip of the clip arm. Mr increased due to progression of disease. The clip was confirmed to be secure on both leaflets. The patient was discharged with anticoagulation treatment for thrombus. On (B)(6) 2018, echocardiogram noted mr remained at 3 and thrombus was still present. The anticoagulation treatment was increased. On (B)(6) 2018, echocardiogram noted that the thrombus decreased, but was still present and mr remained at 3. A second mitraclip procedure will be performed in 3 months, if the thrombus resolves. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and worsening mitral regurgitation as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported mitral regurgitation appears to be related to patient morphology/pathology (disease progression). A conclusive cause for the reported thrombosis and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.